Event description:
It was reported that the customer received multiple "occlusion" alarms during bolus delivery. The customer's blood glucose level was 310 mg/dl. The customer was unable to perform a system check with tandem technical support as the customer was at work.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.